Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Blood residue was observed on the adhesive pad. Damage was found on the slide retract and the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract and contributed to the reported skin irritation. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn from 36 to 48 hours on the lower back. After removal the site was irritated and red. The patient applied some antibiotic cream that hey had. There was no prescription or doctor visit for this issue. They stated it didn't look infected though. They did this to be safe.